Manufacturer narrative:
The local representative was informed that the da codes are self-correcting and that the device is functioning normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this representative contacted technical services (ts) to report that this patient was scheduled for a brain MRI. The representative planned to interrogate the device prior to the MRI to reprogram the tachycardia mode off. The tachycardia mode will be reprogrammed on following completion of the MRI. Stored data will be upload to an sd card and transmitted back to the manufacture. The device was interrogated with a new programmer and the software was upgrading. A red error screen with no code was displayed with the message "device needs attention-contact the manufacture". This new programmer was rebooted and the device re-interrogated. The red error screen was not displayed. The log files from this device were reviewed and there was an error present. A "da" error had occurred in (B)(6) 2013. The da error is a self-correcting and benign. Proper device verification should still be verified along with printing out the summary report to verify that the da error is identified on the summary report. The MRI was completed and the local representative verified that no other codes were displayed. The local representative contacted ts in (B)(6) 2013 to discuss the reported red screen. Ts informed the local representative that the uploaded data had been reviewed by in-house engineering and a da error code was identified from (B)(6) 2013. Ts was informed that the local representative was reviewing a printed report prior to the MRI and no codes were displayed on the report. The patient's last MRI occurred in (B)(6) 2012. The local representative commented that when the previous session was reviewed, no stored electrograms and no da error code. There were no summary report on the programmer prior to this most-recent interrogation. The local representative was only able to identify the summary reports from this session and the (B)(6) 2013 session.